Event description:
The reporter stated the surgeon inserted a +22.5 diopter cc4204bf collamer single piece lens and the foam tip plunger overrode and tore the lens. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the foam tip plunger was the cause of the torn lens. Another different type lens was implanted.